Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 01/26/2016 medical records received. Medical records reviewed for MDR reportability. Previously received der reported head/taper sleeve/stem removed with antibiotic spacer placed on (B)(6) 2015. Medical records reported that the antibiotic spacer was removed and a prostalac stem with head re-utilized that were placed on (B)(6) 2015. On (B)(6) 2015, medical records reported the prostalac stem and cup were removed with findings of a seroma, dark tinted synovium, necrotic parts of psoas debrided, and the femur fractured in 3 major fragments as well as several small fragments. The large fragments were repaired with cerclage wire and smaller fragments removed. Fracture and unknown prostalac stem reported on (B)(4). There is no new additional information that would affect the existing investigation. The complaint was updated on: feb 15, 2016.

Event description:
Patient revised to address infection. Update rec'd 05/21/2015- litigation papers received. Litigation alleges pain, stiffness, bodily injury, and disfigurement. The existing MDR decision has been reversed and the cup and head have been reported. The complaint was updated on: 05/27/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 9/2/15 supplemental information and medical records received. Infection is now alleged, so the stem and taper sleeve are being reported for the infection. The complaint was updated on:10/2/2015.